Event description:
Caller reported a cartridge alarm occurring during the pumping process. Customer's blood glucose level was confirmed not to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer and provided instructions for returning the faulty pump. Customer was advised on storage mode and acknowledged understanding of the steps needed upon receiving the replacement pump.